Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor seized, was running rough and defective. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, blocked, jammed and was moving heavy on the battery reamer/drill device. It was further determined that the pushbutton was jammed and the switching ring was sluggish. It was further determined during the pre-repair diagnostics assessment that the device failed for trigger test, functional test, check trigger and ecu (electric control unit) function, function test, forward/reverse mode, check power at the motor with test bench min. 190 to 250 w and for mode switch-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.